Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02083; 3005168196-2019-02085.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm between the internal carotid artery (ica) and posterior cerebral artery (pca) using penumbra smart coils (smart coils) and penumbra smart coil handle (handle). During the procedure, the physician placed two smart coils and seven other coils in the target vessel using a non-penumbra microcatheter. The physician advanced the next smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Subsequently, the physician decided to use another handle, but the smart coil failed to detach; therefore, the smart coil and handle were removed. It was reported that the physician was able to detach the smart coil using the first handle on the back table. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2019-02084. 1. . Box 10.device available for evaluation? 2. Box 3. Device returned to manufacturer? 3. . Box 6. Method code 1 4. . Box 6. Method code 2 5. . Box 6. Method code 3 6. . Box 6. Conclusion code 1 7. . Box 10. Additional info/corrective data the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-02083 2.3005168196-2019-02085.